Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving diluadid (unknown concentration at .03 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient attempted to give themselves a bolus but the error message "8286" displayed on the personal therapy manager (ptm). The caller stated that they thought the pump was empty. No symptoms were reported. No further complications have been reported as a result of this event.